Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets had particulate matter contamination in the primary packaging. The contamination was further described as, ¿within the primary packaging of the valve sets, large traces of an oily liquid (lubricant) can be seen, which presumably leaked from the lubrication of the valves¿ and ¿some of the residues are also found in the inner corners of the primary packaging¿. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between october 16-17, 2023. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photograph was reviewed, and it was observed that there was slight silicone grease in the packaging. Some silicone grease is normal for this product, as the valve body is dipped in a silicone solution during the assembly process. Smeared silicon grease is considered normal for the product and is considered acceptable. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.